Event description:
Patient presented to the physician with persistent ear pain. Due to the ongoing issues, the patient elected system removal. Physician brought the patient into the operating room and removed the entire inspire system.